Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher two times. The last repair was (B)(6) 2014 where it was reported that the bottom ribbed tray was bent and the damaged comb and gears were replaced. This is not a related issue. The skin graft mesher was manufactured on december 6, 2006, and is over 9 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed no significant damage to the ratchet. Minor nicks and scratches were noted to the mesher handle. Minor wear was noted to the roller gear. There were slight shiny cut marks in the center of the roller. The comb was bent on the right side. A test mesh was not performed due to the condition of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged side plates, bushings, comb, roller, gear and ratchet gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing could be performed to replicate the reported event due to the damaged comb. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the device was returned with a damaged comb. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device tore the skin graft. No patient involvement. No adverse events have been reported as a result of the malfunction.